Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent was used during a duodenal stenting procedure in the first part of the duodenum performed on (B)(6) 2015. During the procedure, the outer sheath was tight and there was difficulty deploying the stent. The stent was partially deployed inside the patient and was in the same condition when it was removed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex enteral duodenal stent was returned for analysis. Visual examination of the returned device noted that the device was received with the stent partially deployed by 38mm. The dark blue outer sheath was kinked. An attempt to deploy the remainder of the stent failed as the stainless steel shaft was kinked at its center, preventing the full deployment of the stent. The shaft was dissected at the proximal end of the clear outer sheath. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. The damage identified during the product analysis were consistent with the application of excessive force on the device. Therefore, the most probable root cause for this complaint is operational context.a labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex enteral duodenal stent was used during a duodenal stenting procedure in the first part of the duodenum performed on (B)(6), 2015. During the procedure, the outer sheath was tight and there was difficulty deploying the stent. The stent was partially deployed inside the patient and was in the same condition when it was removed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.